Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b133 lot# va2ngp7; implanted: (B)(6) 2023. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 03-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the hcp stated the patient(pt) had a revision of the device system on (B)(6) 2024 where the device was moved from the flank to right above the femoral head/hip. The hcp noted the lead is also coiled up in the pocket behind the device. Since losing weight, the patient found that the ins was uncomfortable in the body when clothing was on top of it and the lead became more superficial and clothing was rubbing against it as well. Patient had revision due to discomfort of implanted components. The hcp stated that they moved the lead as well and it was bubbling up' 'overriding the sacrum'. The caller would like to do an MRI of the hip. The caller states the patient's spouse indicated via MRI mode that the ins is full body eligible. Agent advised that caller follow-up directly with managing doc if they have concerns to ensure they vetted all MRI info when the revision occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). When asked about the cause of the lead being coiled they stated that the lead was excess lead that had been coiled under the battery at the initial implant. They stated that the superficial nature of the implanted devices was now due to weight loss. When asked what steps were taken to resolve the issue they stated that the device was revised on (B)(6) 2024. This issue had been resolved. They noted that the patient had lost over 40 pounds.